Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a cable break at clamp end. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained additional information: the problem was identified during the end of the procedure, when removing the instrument. There was no harm to the patient neither was there any fragment fallen into the patient the procedure was completed with a replacement instrument and the problem led to a few minutes of delay.